Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reset the pump and resume insulin delivery.